Event description:
During follow up with a home patient (hp), the hp reported to baxter product surveillance that while setting up for therapy they opened a bag with a new cassette and noticed that there was something inside one of the tubes of the cassette. Hp said that it may be plastic. There have been no other issues with therapy and there was no other patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of particulate matter, where the home patient noticed that there was something inside one of the tubes of the cassette and that it may be plastic. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the complaint cannot be confirmed and the assignable cause was not determined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed.